Manufacturer narrative:
Results evaluation codes: smith medical international evaluation states: investigation of the incident was limited as the sample was not returned and the photographs supplied were of limited clarity. It was noted that, from the photographs supplied, the suspect catheter was approx 30mm short compared with the reference sample. Additionally, the suspect catheter terminated with an angled cut. A review of our complaints history highlighted this to be the first such instance for this product code. A complaints review, based on lot, was not possible as no lot number has been advised. A review of the manufacturing documentation confirmed the presence of a 100% visual heck for both form and length under magnification. It is not possible to assign a definitive root cause for this incident but as all epidural catheters undergo the above referenced 100% visual checks, a fault of this nature would have been readily identified, and the suspect catheter reject. Having viewed the supplied photographs the damage is consistent with the catheter having been drawn back through the tuohy needle. There is a known clinical risk of this occurring and as such we have included in our instructions for use a statement specifying the following: "never pull back the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space" the investigaiton has concluded that the root cause of this incident is not considered to be product related.